Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, a ruby coil was advanced into the target area using a lantern delivery microcatheter (lantern); however, the physician was not satisfied with the way that the coil was taking shape in the aneurysm. The physician then re-sheathed the ruby coil and attempted to re-advance it into a bowl of saline; however, the ruby coil would no longer advance out of its introducer sheath. The ruby coil was therefore no longer used in the procedure. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.